Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 506852 implantable pacing lead 1998 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing. There were low p-waves measured bipolar and no sensed p-waves measured unipolar. Per the physician's assistant, this issue had been going on for several years. Another ra lead could not be implanted due to subclavian vein stenosis noted when the physician was unable to insert a guidewire. The ra lead remains in use. No patient complications have been reported as a result of this event.